Event description:
Premature battery depletion was reported and the device was replaced. A physician reported the programming settings (pulse width and output settings) had changed, based on interrogations done one year apart. He said no one changed them and believes this is the cause of the 'generator decline'. No patient complications have been reported as a result of this event.